Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped for an unknown issue. Additional information indicated that this rv lead was being used as the pace/sense lead in the system. The following physician was seeing noise on the lead and it was decided to revise this lead. This rv lead was tested via pacing system analyzer during surgery and the numbers indicated a lead issue. The likely cause was an insulation break. The physician decided to use the another lead for the pace/sense portion. No additional adverse patient effects were reported.